Manufacturer narrative:
(B)(4). Baxter's attempts to obtain the sample and lot number were unsuccessful and therefore an evaluation and batch review could not be performed. A follow up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The problem was confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The actual sample was discarded. A companion sample is available and a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). A evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use, during fill 3 of 5. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 in regards to a system error 2240/2367 alarm and she said she was able to resume therapy after talking to the nurse and setting up again with new supplies. She said the supply bag did not fall, she had it on the machine and the connection just came undone during therapy, while she was connected. She was not sure why it came undone but it was not because it fell. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.